Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that 12 hours after an angioplasty procedure, when the patient awoke, pain was felt in the area of the puncture site. The patient remained in the hospital another 24 hours for observation and a pseudoaneurysm developed. The puncture site remained painful. Additional information was not available.